Event description:
During an operative procedure staff smelled an acrid odor and smoke coming from the tower of a co2 laser. They immediately turned off the laser and unplugged it from the wall. It was taken out of the or. Flames were seen inside the panel and the fire was extinguished by the dr. With a compressed nitrogen fire extinguisher. No harm or injury came to the patient or staff.======================manufacturer response for co2 laser, md80 co2 laser (per site reporter).======================manufacturer technical rep has investigated the laser and it was determined that a poorly fastened tube allowed coolant to leak. The coolant ignited around the anode of the laser causing the fire.the rep also stated there is a new software version for improved patient, staff and equipment safety. The software disables the power peddle operation in the event of a failure. It is not clear if the software is a simple update or if an upgrade must be purchased. However, the significant safety improvement of removing power to the laser should at a minimum warrant a communication to all stakeholders.